Event description:
This supplemental report is being submitted to provide corrections to b1, b2 and f10. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported during a diagnostic colonoscopy, the colonovideoscope did not give a clear image. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no further reports of patient harm.